Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles inside the reservoir. Customer¿s blood glucose level was 311 mg/dl. Troubleshooting for air bubbles was performed. Customer advised they had both small and large air bubbles inside of the tubing and reservoir. Customer advised they changed out their infusion set. Troubleshooting was unable to be completed due to the call being disconnected. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the product would be replaced and agreed to return the product for analysis.